Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including bleeding, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient called with complaint of nosebleed. The spouse was out of town and the patient was very overwhelmed with what to do. The patient was instructed on packing instruction and was told emergency medical service (ems) could come out to assist and assess the situation. Ems came and determined the patient lost too much blood with lots of clots and was brought to the emergency department (ed). The patient was packed and got good hemostasis and was referred to ear, nose, and throat specialist. The packing was planned to be removed in the ed in 48 hours. Keflex was ordered and was warfarin was to be held for 3 days. Otherwise labs were stable. The patient was discharged and was to be followed up in a couple of days to make sure everything was well.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.